Manufacturer narrative:
Batch reviews performed on 29 december 2016. Lot 144592: (B)(4) items manufactured and released on 18 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 2 left, code 02.07.1202l, lot. 151425 (k090988) (B)(4) items manufactured and released on 12 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
During a revision surgery, when the surgeon tried to implant the insert, it would not seat properly. The surgeon used a secondary insert to complete the surgery. The surgery was completed successfully. Implant is available.

Manufacturer narrative:
On 28 february 2017 the r&d project manager performed a visual inspection of the retrieved uhmwpe insert and commented as follows: the explanted insert seems to be intact. No scratches and dents can be seen on the bottom surface and on the posterior 'clipping' features. To verify that the insert is dimensionally in compliance with the specifications required, a functional test has been performed trying to clip the insert into the dedicated gauge. During the test, it was easily possible to clip the insert into the baseplate. It demonstrates that the explanted component is in compliance with the specification required. We can suppose that, in the attempts to fix the insert into the baseplate, the insert was not well positioned. We can state that the event is not implant related.